Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was an issue with the pump's time and date settings. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/14/2015. Device evaluation: the device has been returned and evaluated by product analysis on 07/27/2015 with the following findings: the pump's black box showed no instances of time and date issues. The pump was exercised for 24 hours and then the battery was removed for a period of time. The alleged issue was not duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.